Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: nozzle has foreign objects; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; plastic distal end cover has a scratch; connecting tube has a scratch; scope cylinder is shaved; switch1 has a scratch; protector of universal cord on scope connector side has a scratch; distal end plastic cover has a scratch; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lusera colonovideoscope, water supply force is weak, the nozzle may be clogged. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the foreign matter clogging in nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
H10: per additional information obtained, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. ·the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.